Event description:
The customer reported that sample ID 009 p97017 was incorrectly identified on the plate report as 009009 p97017 after pipetting microwell plate bh0458. No error was reported. No death or serious injury was associated with this incident. This report corresponds to ortho-clinical diagnostics complaint number 00431888.